Event description:
It was reported that during a device replacement due to normal elective replacement indicator (eri), a portion of the left ventricle (lv) lead detached when trying to remove the lv lead from the device. The portion of the lv lead remaining in the patient was capped and the lv lead was replaced. The patient was in stable condition.